Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system for several pts. Customer tested a sample for accutni and obtained a result of 10.18ng/ml. Two other pt samples when tested for accutni gave results of 21.77ng/ml and 28.30ng/ml. Upon repeat on a different instrument, the 3 samples gave results in the range of 0.01ng/ml-0.31ng/ml. The erroneous results were not reported outside of the laboratory. No death, injury, or change to pt treatment has been reported in association to this event.

Manufacturer narrative:
Samples were plasma collected via venipuncture. Qc was in range prior to the event. Qc tested immediately following the event failed. Per customer, the instrument in question had has their lab's biomedical engineer working for several days prior to the event. Data provided shows evidence of instrument troubles by previous failing system checks and via various types of warning and caution errors posted event log entries in days prior to the event. A bci field service engineer (fse) was at the customer's lab in 2008. The fse serviced the pcb boards. Two days later, the bci fse returned to the customer lab and stated that accutni was imprecise and all qc failed. Fse found the wash buffer feed line kinked and pipettor tip worn-out and replaced the pipettor tip and performed required alignments. Fse un-kinked the wash buffer line and performed mandatory modifications for wash buffer tubing clamp and upper pump mod. Per customer, their biomed engineer noted that the preventive maintenance (pm) was due and he performed the pm the same day, and stated that they have had no further issues since the pm was performed. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.